Event description:
"Surgeon/nurses reported a patient experience significant bleeding following a procedure with the rumi. Doctor examined patient and found lacerations at the corner of the vagina."

Manufacturer narrative:
(B)(4). An investigation was launched to identify potential root causes. The investigation was carried out internally by coopersurgical quality engineers. The customer returned the complaint sample but did not provide the actual lot involved. The unit was visually inspected for any sharp edges, burrs, cracks, or broke parts on all components such as the koh cup, sleeve, extension, hinge adapter and stainless steel cap. No abnormalities were found associated with the unit. The unit was also confirmed to be in specification per current revision kcs-rumi-30 rev f. A comparative analysis was performed on three different lots that belonged to lot#155695 exp 2017-01, lot#155696 exp 2017-01 and lot#155697 exp 2017-04 from the inventory. Samples were visually inspected for any nonconformances including sharp edges, cracks, or broken parts. No abnormalities were identified and all samples were confirmed to be in specification. DHR review of the subject lot was not possible as the lot number was not provided by the customer. A review of the product two year complaint history indicated that this is the first reported event for the complaint condition. Vaginal lacerations are well recognized and treated without further sequela anticipated. Vigorous manipulation with or without a koh efficient may result in the reported complaint condition. A follow up to the facility where the incident occurred indicate the patient is doing well. No further actions are needed at this time. Coopersurgical will continue to monitor the complaint condition for any trends.